Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the cautery connector plug was not missing as reported. Engineering also observed that the main tube has various light scratch marks and light scraping, with a minimal amount of material removed. The appearance of the damage suggests that the scratches and scrapes may have been caused by inadvertent contact with other instruments. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the pk dissecting forceps instrument has a missing plug. No additional information was provided. No patient harm, adverse outcome or injury was reported.